Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the initial implant of this right tka was 25 years ago. Following a loosening of the femoral part of the knee prosthesis, a new replacement of the prosthesis was carried out on (B)(6) 2016 with a larger shaft, due to is fractured at the level of the tibial tray (base) = revision due to broken femoral stem ((broken flush with the insert."

Manufacturer narrative:
During the investigation it was found that this event in 2016 was non-exactech components. Please disregard this submission.